Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). The test cassette produced red markings in the test (t) region that made it impossible to confirm whether the result was positive or negative. The markings are red in color but do not resemble a normal t line. Purchased from safeway.

Event description:
Invalid result(s). The test cassette produced red markings in the test (t) region that made it impossible to confirm whether the result was positive or negative. The markings are red in color but do not resemble a normal t line. Purchased from safeway.

Manufacturer narrative:
Case outcome: after reviewing the DHR of the lot cov4108005, was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. The test results of retention samples from cov4108005 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not confirmed. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.